Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Based on a review of the alarm trace data, the ck results for patient 2 occurred around the same time as the albt2 results for patient 1. The customer did not complain of any issues with quality controls (qc) for the affected tests during this time period. The customer is not using rack adapters. The customer has not complained of any other issues with patient tests or qc tests. The most likely root cause is related to pre-analytics since the discrepant results occurred around the same time. A general issue with the test was not detected since calibration and qc were acceptable.

Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous results for 2 patient samples tested for either albt2 tina-quant albumin gen.2 (albt2) or creatine kinase (ck) on cobas 6000 c (501) module. Patient 1 initial albt2 result was 0.1 g/dl. There was a data flag present with this result on the laboratory information system (lis). The customer does not recall an instrument alarm with this result. The result of 0.1 g/dl was reported outside of the laboratory where the doctor questioned it. On (B)(6) 2017 the sample was repeated and the result was 3.3 g/dl. The repeat result was released as the corrected result. On an unknown date, patient 2 initial ck result was 76 u/l. This sample had been run when the lis was down; it was manually programmed. Instead of manually entering the results from the lis downtime, the customer repeated all the original samples so the results would be automatically uploaded to the host. The sample for patient 2 had a repeat result of 300 u/l. This result was not reported outside of the laboratory. The sample was repeated again and the result was 76 u/l. This result was deemed to be correct and was reported outside of the laboratory. The customer is does not know if any adverse event occurred. There was no allegation that an adverse event occurred. The albt2 reagent lot number was 25336701 with an expiration date of 28-feb-2019. The ck reagent lot number was 25703501 with an expiration date of 31-mar-2018. The field service engineer (fse) visited the customer site and did not identify any issues.